Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, undersensing resulting in false positives was observed. Patient was stable and will continue to be monitored. No changes have been made. Patient condition is fine.

Event description:
New information notes that programming changes were made and it is believed that this change would avoid causing any oversensing issue. It was noted that false af egms in this device were triggered by large irregularities in r-r intervals due to very frequent premature contractions. It was also noted that the af duration parameter has already been programmed.

Event description:
New information notes that the patient was stable post programming.